Event description:
It was reported that vein rupture occurred when installing the medical device. When pushing the tab, it twisted and opened and was very hard to remove because it gets stuck. No further information is known.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: manufacturing device history record review was not performed as no lot number was provided and manufacturing records are retained by the supplier at their manufacturing site and are not readily available for review. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the reporting manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).